Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station powering off. The field service engineer (fse) identified a failed backup battery system as the cause based on system alarm indicators. Fse replaced the external backup battery to resolve the issue. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine in or 4 was not working. The customer reported hearing a clicking sound from the power when it was checked. The screen was black with no power to the machine. A power cycle was attempted; however, there was no response. The machine was unplugged and rebooted, after which a low constant alarm sounded, the screen remained black, and the drawers could not be opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.